Manufacturer narrative:
(B)(4). G2: foreign ¿ australia; h6: proposed component code: mechanical (g04)- head; multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2023 - 03096. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately four years post implantation due to a dislocation. Attempts have been made and no further information has been provided.